Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen is malfunctioning, have to press hard to deliver, changes the cartridge and the problem continues with a bd pen ii omnitrope¿. The following information was provided by the initial reporter: patient indicates that for three weeks the device does not work properly hangs when applying the product and has to press the strongest device to perform the application. Reports that you have changed the cartridge, but the problem persists.

Event description:
It was reported that pen is malfunctioning, have to press hard to deliver, changes the cartridge and the problem continues with a bd pen ii omnitrope¿. The following information was provided by the initial reporter: patient indicates that for three weeks the device does not work properly hangs when applying the product and has to press the strongest device to perform the application. Reports that you have changed the cartridge, but the problem persists.

Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections.